Event description:
It was reported patient had several episodes that misdiagnosed svt as vt. It was noted that patient was not feeling well, had a syncopal episode and required resuscitation. The device was reprogrammed

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.